Event description:
It was reported that the event occurred while on a patient. Per field service report: symptom: possible helium loss or purge failure. Findings/action taken: got purge failure. Tightened pneumatic control switch (pcs). Same error. Replaced pcs. Performed functional checklist - pass.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.